Event description:
Ous MDR - after an implantation time of about 11 months, it was reported that the lead was supposed to be revised because of poor sensing values and inappropriate shock deliveries. A new lead was placed. Aside from the shock deliveries, no other deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was bos, 34 charge processes had been documented. The memory content of the ICD was analyzed and contained expected data. The analysis did not provide any indications of a device dysfunction. The ICD¿s capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the ICD proved to be fully functional and is with the technical specifications. The lead showed damage in the area of the ring electrode, which was probably caused by the operation. There was no material defect or manufacturing error for either the ICD or the lead.